Event description:
Spontaneous call: patient states that pump is malfunctioning and will not load syringe. Pump fault did not occur while in use. No clinical injury reported. No changes in breathing reported. Device is available for investigation. We replaced device. No other information known. Patient was able to switch to backup pump and continue therapy. Reported to (B)(6) by: patient/caregiver. Strength: 5mg/ml. Dose or amount: 21ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.